Event description:
A report of a patient that was explanted due to a skin staphylococcal infection at the incision site was received. The physician assessed that the infection was not device related and the device was working properly. The patient was prescribed antibiotics prior to the explant procedure. The patient reportedly did well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned to bsn for analysis.